Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209448006, implanted: (B)(6) 2016, product type: lead. Phone number: (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider of a clinical study via a manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for idiopathic urinary retention, urgencies, and pollakiuria. It was reported that the patient experienced return of nycturia after a knock/impact in the lower back with change of programming. The action taken to resolve the event was reprogramming was done during an unscheduled visit on (B)(6) 2018. No device explanted. The event was considered ongoing. The event was assessed as not serious, not related to the procedure, and related to the ins. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care provider (hcp) of a clinical study via a manufacturer representative reporting that the patient was hospitalized from (B)(6) 2019 thru (B)(6) 2019. Ins replacement and reprogramming occurred on (B)(6) 2019. The outcome was resolved on (B)(6) 2019.